Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was a severely calcified, 80% stenotic lesion in a moderately tortuous circumflex (cx). After predilation with a 2.5 x 15 mm balloon the physician attempted to advance a taxus express2 2.5 x 12 mm stent to the lesion. However, was unable to cross the lesion. As the stent was being withdrawn from the body, the proximal end of the shaft fractured outside of the pt's body. The distal fractured piece was removed from the pt's body without any complications. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."